Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that one day post implant the patient implanted with this device complained of redness around the pocket and the wound area was hot to the touch. The patient expressed concerns regarding possible infection. The patient is reported to be on anticoagulant therapy. The patient's physician was notified and has elected to monitor the patient. No intervention was performed. No adverse patient effects were reported.